Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (B)(4) non-sustained tachycardia (nst) episodes with v-v intervals of less than (B)(4) milliseconds occurred between (B)(6) and (B)(6)-2014. (B)(4) ventricular sic occurred since the last session 1.8 days ago. Lead failure predictor triggered on (B)(6)-2014 for ventricular sics and nst. Rv pace impedance began to rise week ending (B)(6), and continued out of range (>3000 ohms) in the following weeks.

Event description:
It was reported that a lead integrity alert (lia) triggered and the patient was sent to the emergency room. The right ventricular (rv) lead had high impedance, oversensing, short interval counts (sic), non-sustained ventricular tachycardia episodes, and possible fracture. The lead was turned off and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.